Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that call was to request assistance with connecting to ins. Patient said their device wasn't working because were trying to make an adjustment to the settings, but kept seeing 'device not responding' message. It was discovered that patient had not paired the handset and communicator. Agent walked patient through how to connect the communicator to the handset and patient was able to successfully connect. Patient then connected to the implant and said there was a message that the system was "operating at maximum settings and therapy cannot be increased." Patient desired assistance with adjusting settings. Agent had patient clear the message and change programs. Patient was on program 3 at 2.2 ma and wanted to change to program 4. After patient cleared "therapy has been turned off" message, a new message popped up that instructed patient to charge communicator as the battery was getting low. Patient confirmed seeing a yellow battery light. Agent suggested patient call back after charging communicator. Additional information was received from the patient and friend/family member. They reported that the patient wasn't able to go above 0.6 on any of the programs now and the setting was too low to help manage the patient's symptoms. They were redirected to scheduled a device check and reprogramming session. The patient had determined that the higher settings helped with symptom control. Reviewed how higher setting might affect neurostimulator battery longevity. Additional information was received from the patient. They reported that the cause of the issue was that the battery broke due to the wires getting knotted up. They stated that this issue was resolved by having the whole system replaced. This issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zadj implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.